Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having a no delivery alarm on the insulin pump. Customer's blood glucose was 408 mg/dl at the time of the incident. Customer gave an injection of insulin to treat. Customer stated that she was not operating the pump when she got the alarm. Troubleshooting was performed and customer stated that the insulin did exit and the pump alarmed no delivery. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by a set/reservoir occlusion.